Event description:
It was reported that the 9600 system locked up with a generator regulator and charger failure errors during a case. Also there was a burning smell. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.